Manufacturer narrative:
Concomitant product: b braun IV bag, lot j5s682, exp 03/17; therapy date (B)(6) 2016. The customer¿s report of a puncture hole in the IV tubing was not confirmed. No anomalies were observed during visual inspection. Functional testing via gravity infusion and pump infusion failed to produce any leaking, air in the line, or air-in-line alarms. Pressure testing also was unable to replicate the issue. The root cause of the report of a puncture hole in the tubing was not identified.

Manufacturer narrative:
Concomitant products: 150ml b.braun bag ndc 0264-1510-32, 5% dextrose injection; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the pump was alarming ail (air in line). The devices were replaced three times with no effect. The IV was noted to have a "puncture hole" in the tubing. The IV set was changed. No harm to patient but a delay in medication of amiodarone bolus for rapid a-fib.